Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty charge-coupled device (ccd) unit. A shortage in cable was found, causing intermittent image noise. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the image did not appear on a camera head. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The become aware date of the MDR submitted should be jan 6, 2021, and not jan 18, 2021. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is likely that this case was caused by unexpected stress on the camera head due to the user's handling, resulting in the failure of the charge-coupled device (ccd) unit, which resulted in the absence of images. The instructions for use includes the following statements that can prevent the issue from happening: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.